Manufacturer narrative:
(B)(4) - the device was returned for investigation. The evaluation is not yet complete.no further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital after a clinic visit due to a lactate dehydrogenase (ldh) level in the 800's u/l from a baseline of 400's u/l. On (B)(6) 2015, a non-ramp echocardiogram was completed, and it was noted that the pump was unloading at 9200 rpm, and there were no suspicious changes in the pulsatility index (pi) or pump power. On (B)(6) 2015, the patient's ldh levels were in the 900's u/l. On (B)(6) 2015, the patient had cola-colored urine with ldh levels in the 1600&#38112;u/l. All other laboratory values and pump parameters were stable. The patient was started on high dose heparin with a partial thromboplastin time (ptt) goal of 60 seconds. On (B)(6) 2015, the ptt was 63 seconds, the ldh was 2411 u/l, and the plasma free hemoglobin decreased from a peak of 72 g/dl to 11 g/dl. The patient's hemoglobin was stable at 9-10 g/dl. Aspirin and trental were added to the patient's anticoagulation with the high dose heparin. The patient was up and walking around and doing fine clinically. His vital signs and pump parameters were stable. There were no pump power increases or speed decreases. An echocardiogram showed the left ventricle diameter changed from approximately 5.9 cm at 8800 rpm to approximately 5.0 cm at 12,400 rpm. The aortic valve opened with every heartbeat at speeds up to 11,200 rpm and was mainly closed at speeds greater than 11,600 rpm. The hospital staff felt that this was consistent with pump thrombosis/malfunction. The patient's right ventricle size and function were both reported to be normal. The left aortic chamber was enlarged. On (B)(6) 2015, the patient's pump was exchanged due to a high suspicion of pump thrombosis. Upon examination of the explanted device, it was reported that a thrombus-like material was noted at the outlet stator. On (B)(6) 2015, the patient was reportedly recovering well, was extubated, ambulating and making conversation. The ldh was 679 u/l.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of the deposition surrounding the bearing ball and the areas of denaturation surrounding the bearing ball and bearing cup indicate these depositions were present while the pump was supporting the patient. Although a root cause for the development of this deposition could not be conclusively determined through this evaluation, it would have contributed to the patient¿s reported hemolysis. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.